Manufacturer narrative:
(B)(6).

Event description:
Related to MFR. Report no.: 2183959-2014-00295 & 2183959-2014-00293. It was reported, the patient had an unknown sling implanted in (B)(6) 2014. Postoperatively, the patient developed a urinary tract infection resulting in an abscess. The patient underwent a surgery to drain the abscess. The patient was doing well following the surgery. No further patient complications were reported in relation to this event.